Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that on (B)(6) 2017, the patient was treated in the emergency room (ER) for an elevated blood glucose (bg) of 795 mg/dl with abdominal pain, nausea and a small level of ketones associated with an alleged loss of prime issue. It was also reported that the patient had a viral infection. Reportedly, the patient discontinued pump therapy and was treated in the emergency room (ER) by a healthcare provider and received insulin via injection and another unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the loss of prime occurred 2 times. After reviewing the pump¿s history, it showed that on the date of the ER treatment, the patient had multiple loss of prime warnings during the whole day. Cts explained to the reporter that loss of prime warnings does stop insulin delivery until primed but the patient¿s viral infection will raise their bg level as well. The reporter expressed an understanding of this. Troubleshooting also discovered that the pump was dropped or experienced impact within 5 minutes of the loss of prime warnings which could have triggered the warning. This complaint is being reported because there was a bg excursion requiring medical intervention associated with training/misuse of the pump